Event description:
It was reported that a pump did not pass the air in line portion of a preventative maintenance test. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation was unable to confirm an air in line failure. Review of the device history log shows that the device alarmed for air in line on two occasions. An air detection test was performed per spectrum service manual and the device performed as expected. Additional air detection tests were performed with the unit passing. The pump also passed flow rate and occlusion testing per the preventive maintenance procedure.